Event description:
Ross top fill enteral nutritional bag with dye already in it was in pump. The pump stated that the tube feeding was infusing but it was not. Problem seemed to be where tubing goes into machine. This was off center and was not pumping thru the tube feeding. Machine was not aware this was not running.